Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), back pain ("lower back pain"), inflammation ("inflammation"), autoimmune arthritis ("auto immune arthritis"), menometrorrhagia ("heavy irregular bleeding"), rash ("burning rash on neck down") and migraine ("migraine"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, back pain, inflammation, autoimmune arthritis, menometrorrhagia, rash and migraine outcome was unknown. The reporter considered autoimmune arthritis, back pain, inflammation, menometrorrhagia, migraine, pelvic pain and rash to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), back pain ("lower back pain"), inflammation ("inflammation"), autoimmune arthritis ("auto immune arthritis"), menometrorrhagia ("heavy irregular bleeding"), rash ("burning rash on neck down") and migraine ("migraine"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, back pain, inflammation, autoimmune arthritis, menometrorrhagia, rash and migraine outcome was unknown. The reporter considered autoimmune arthritis, back pain, inflammation, menometrorrhagia, migraine, pelvic pain and rash to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 8-jul-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced pelvic pain (seriousness criterion medically important), back pain ("lower back pain"), inflammation ("inflammation"), autoimmune arthritis ("auto immune arthritis"), menometrorrhagia ("heavy irregular bleeding"), rash ("burning rash on neck down") and migraine ("migraine"). The patient was treated with surgery (hysterectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered autoimmune arthritis, back pain, inflammation, menometrorrhagia, migraine, pelvic pain and rash to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 18-aug-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.